Event description:
It was alledged that an overinfusion of dopamin occurred on a patient. The pump was set to deliver 10cc/hr and 500cc/hr was delivered. It was noted that the patient experienced complications. There was no other information provided related to this event.